Event description:
Pt having trouble spiking bag with tubing. Spike breaks at the tip. No troubles in the past. Has been on svc since 1999. Pt reported 2 breaks in one week. Pt sent back one tubing in plastic bag. (Turned over to MFR).